Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, the sutures could not be deployed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Although the name of the physician is reported, it is unknown if they are trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to deploy was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with a proglide device was attempted in a common femoral artery (cfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 16fr. Reportedly, the plunger could not be pushed to deploy the needles. Two additional proglide devices were used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed sutures of the proglide devices. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.